Event description:
Pt admitted with deep vein thrombosis right lower extremity on 5/2/00. On 5/6/00, heparin pump filled and experienced panic level ptt for next 24 hours until pump surgically removed.